Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a transforaminal approach lumbar interbody fusion using rhbmp-2/acs. On (B)(6) 2012, patient was diagnosed with back and leg pain secondary to heterotopic bone growth from previous bmp fusion and severe compression of left neural foramen at l5-s1. As a result, patient has required extensive medical treatment including having to undergo an additional surgery on (B)(6) 2012 to remove excessive bone growth.